Manufacturer narrative:
UDI: UDI not available as product was manufactured on or before (B)(4) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right atrial lead exhibited nose. The lead was removed and replaced during a pulse generator exchange. The patient was stable post-procedure.